Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their act button would be stuck. Customer's blood glucose was unknown. The customer stated they could not rewind their insulin pump due to the keypad issue. Customer also had an open circle on their insulin pump. The customer will be monitoring their insulin pump. No additional information provided.